Event description:
It was reported that during a ptca procedure, the balloon ruptured at 10atms. After the balloon ruptured, it appeared to remain inflated and could not be deflated. Several attempts failed to deflate the balloon. The balloon was eventually removed in its inflated state. The pt remained stable throughout the procedure. No pt injury was associated with this event.